Event description:
It was reported that a patient using the ilet with a dexcom g7 continuous glucose monitor (cgm) experienced hypoglycemia after announcing a usual-sized lunch when they had eaten less, while the system did not allow meal-size adjustments during initial use; the lowest cgm reading was 60 mg/dl and a glucometer confirmed 54 mg/dl, and the patient treated the event with eight oral glucose tablets with subsequent recovery. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a user usage problem related to the user interface and meal announcement selection, and determined the event was associated with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.